Event description:
It was reported that during pre-testing it was observed that there was "a tear was in the cable" of the motor device. The reporter stated no wires were exposed. There were no delays in surgery as an identical spare device was available for use. No injuries or medical interventions were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. (B)(4) evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this was due to improper handling. If additional information should become available, a supplemental report will be sent accordingly.